Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and implant exchange due to product concern.

Event description:
Healthcare professional reported a right side "capsular contraction," baker grade unknown and "exchanging the implants due to the concerns of the product." Manufacturer of device is unknown. Device has been explanted.